Event description:
It was reported that the transmitter exhibited a diagnostics anomaly.

Event description:
It was reported that the programmer exhibited a diagnostics anomaly. New information received stated that the patient was stable.

Manufacturer narrative:
The serial number should have been included on the initial MDR.